Event description:
It was reported "the line and the caps are not sealing properly on the purple lumen and so it is causing leaking and making it to where the line will not aspirate back blood since the seal is not cohesive. We tried swapping out caps to other caps and the same thing happened, which is why we think it¿s the issue with the line and not the caps. The solution we have come up with is using a different cap on we typically use a neutral cap and instead we put on a slightly negative cap and the seal was better and we did not experience any leaking or other issues after the swap. There were no patient harm.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5221 showed nine other similar product complaint(s) from this lot number.